Manufacturer narrative:
The insulin pump passed displacement test and self test. No missing segments/partial display or lines on display during self test noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the white line near the bottom of the screen. The customer¿s blood glucose level was unknown. It also stated that self test was performed and line was black during self test. The insulin pump will not be returned for analysis.